Manufacturer narrative:
D9/h2/h3/h6: hardware parts were returned for analysis. The enclosure charger (bi71000175) had dust build up on the charger cards and fiber on the fans. It was cleaned and installed in a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Dash software confirmed node 9 was not charging. Codes b01, c02 and d02 are applicable. The lot number of this part is fv86y rev. 6. Battery tray 2 (bi71000162) passed visual inspection. There were small scratches from normal use. No corrosion, expanding or leaking of batteries was found. The tray passed bench testing with both batteries measuring 12.91 volts and 12.90 volts. No problem was found with the tray. Codes b01, c19 and d14 are applicable. The lot number of this part is 360790 rev. 1. Battery tray 4 (bi71000163) passed visual inspection. It was tested by using a fluke digital multimeter. During the bench test, batteries measured between 12.92 and 12.96 vdc with a total of 51.70 vdc which was within specs. No problem was found. Codes b01, c19 and d14 are applicable. The lot number of this part is 360791 rev. 1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000162. Product ID: bi71000163. The manufacturer representative went to the site to test the imaging system. The batteries were tested and were good and had a good voltage range. Next the charger enclosure was checked. The charger enclosure was replaced and the firmware was updated.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not keep a charge. There was no patient involvement.